Event description:
While using a CT transfer set, they were pulling in air and may have injected it into the patient. The complainant stated that it was not previously reported because they felt it was due to user error. The actual occurrence date is unknown by the complainant.

Manufacturer narrative:
Device evaluation: there is no product returning to merit for evaluation. With no lot number provided, we were unable to analyze the device history record or the customer complaint database. Merit's clinical personnel stated that the end users are trained to check the syringe in the upright position to remove any potential air from the fluid path. The end user reported that they thought the event was a result of user error. Since product is not being returned, no conclusions can be drawn.